Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting.

Event description:
During iol insertion, there was an obvious crack at the joint of leading haptic and optic, this crack may lead to leading haptic broken easily, so defect iol was explanted and replaced by a new iol into the patient's eyes, there was no adverse impact to the patient. Patient impact: lenghtening of procedure. Intra-operative explantation. Event occurred in (B)(6). There was no impact to patient, but it was reported by hospital as (B)(6) authority.

Event description:
During iol insertion, there was an obvious crack at the joint of leading haptic and optic, this crack may lead to leading haptic broken easily, so defect iol was explanted and replaced by a new iol into the patient's eyes, there was no adverse impact to the patient. Patient impact: lenghtening of procedure. Intra-operative explantation. Event occurred in china. There was no impact to patient, but it was reported by hospital as ae to chinese authority.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. Corrections and additional information which were not available/included in the initial report are noted below: section d10 - device available for evaluation - indicated yes, and added the product returned date; section g7- indicated follow-up #1; section h2 - type of follow up report - indicated "correction" and "additional information"; section h3 - device evaluated? - corrected to yes; section h6 - manufacturer's codes for: method; results; and, conclusion - have been added based on the results of the manufacturer's product investigation. Product investigation results are noted below: the lens was ejected out from the injector and extracted from the patient eye. The lens was returned wrapped by the tape. The one haptic was broken at root when we remove the lens from the tape. The leading haptic was partially detached from the optic. And the optic at root of the leading haptic was cracked. There are not any deformation or breakages on the injector except for nozzle crack. Review of the production records showed no nonconformities and/or deviations from the specifications. Loop pull strength test is used to measure the strength of haptics. Results of the loop pull strength test of the material lot no. Sora-60-01 met our criteria. We couldn't determine the exact root cause of peeling haptic in this case from the returned products. Risk assessment: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.